Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with muscle stimulation and stated that it was hard to breath and speak. X-ray revealed that the left ventricular lead had dislodged and the lead was twisted around the device within the pocket. The lead was explanted and replaced.